Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider head tube assembly is loose and getting loose no matter how much they tighten the screw which is causing the wheel fluttering.